Manufacturer narrative:
No product has been returned for evaluation, nor were radiographs provided to confirm the reported event. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...delayed union or nonunion: if a delayed union or nonunion occurs the implant may fail due to metal fatigue. Patients should be fully informed of the risk of implant failure..." No product returned.

Event description:
On (B)(6) 2018 patient underwent a revision procedure due to screw back out. No information in regards to index surgery. Product has been removed and has been replaced with another manufacturers product. As per reporter no product is being returned for investigation.